Event description:
Severe allergic reaction occurred immediately after m8 face treatment. Patient went to ER where she was given an anaphylactic prophylaxis protocol. Apparently, the allergic reaction according ER medical expertise, due to neosporin used as post treatment care. FDA safety report ID# (B)(4).

Event description:
Additional information received on 10/23/2022 requesting to update the number of devices to 1.